Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the system hangs and the function test cannot be performed. There was no patient involvement.